Event description:
On or about in 2006, a patient was over infused with saline causing some pulmonary edema. Biomedical testing of the pump identified a partial free-flow condition.

Manufacturer narrative:
Device was received operable, however, delivers excessive fluid rates caused by a cracked pump assembly consistent with the presence of multiple impacts as evidenced by dents at the top right tubing channel and the bottom right face border, bottom left corner of the front case, channel a lever, access panel and the channel b lever. Instructions both on the pump labeling and in the user's manual warn that the pump should not be put into use after being dropped until it is tested by the biomed shop.